Manufacturer narrative:
UDI=( (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that premature stent deployment occurred. The target lesion was located in the iliac vein. A 6x120x120 epic vascular stent was advanced to treat the lesion. However, the stent started to deploy outside patient, before it even entered the sheath. This was immediately noticed upon starting the stent to expand. The procedure was completed with a different device. No patient complications were reported.